Event description:
Per the clinic, the patient experience pain with device use, resulting in the decision to explant the device. The device was explanted and the patient was reimplanted with another cochlear device (specific date not reported). Additional information has been requested but has not been made available as of the date of this report.